Event description:
On (B)(6) 2009, the pt reported experiencing e4 (occlusion) errors throughout the day while attempting to bolus. He stated that the infusion site has been in use for 2-3 days. He recently moved infusion sites from his "love handle" area to the back hip due to absorption issues. He stated that he feels some discomfort at the current infusion site and it may be inserted in muscle. He stated that when the sites are removed the area feels hard. He stated that the hardness goes away after the site is removed. He removed the infusion site and found that the cannula was bent. He was sent info on infusion site management and an infusion set insertion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.